Event description:
The manufacturer has been informed of the passing of a patient who had been using a ds2adv auto CPAP device. The patient's husband contacted us, expressing his intention to return the device but mentioned he was unfamiliar with how to use fedex. He was referred to the dme for further assistance. No additional details were provided, and there is no indication that the device was related to the patient's death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.